Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2012.

Event description:
It was reported that the patients generator had tilted forward due to weight loss and made it harder to recharge which caused it to be less effective. The patient underwent an ipg replacement procedure and was doing great postoperatively. The explanted ipg was discarded.